Event description:
The customer's mother stated that the cannula was kinked and that her daughter's blood glucose was in the 300's (mg/dl). The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.